Manufacturer narrative:
This form was completed by the MFR. Device component failures - (other): lens haptics.

Event description:
The haptics of lens were found bent upon opening the lens carrier. The lens was not used.